Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a low oxygen supply pressure issue and the patient ceased to breathe. Additional information received from the customer states there was no device malfunction. The patient passed away due to the end stage disease process. No failure of the device was observed.

Event description:
The manufacturer received information alleging a ventilator alarmed for a low oxygen supply pressure issue. The patient ceased to breath. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.